Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any cracks. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed in the cassette during therapy on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.